Manufacturer narrative:
During leak test, fluid was found leaking through a tear on the exposed portion of soft cannula, where the tip of the formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Pod download data showed an 0x68 (104) hazard alarm generated, indicating occlusion during runtime (one or more pulses filtered in the last 15). Generation of hazard alarm stopped the delivery of insulin. The actual cause of the hazard alarm generation could not be determined. A portion of fill syringe needle was found stuck inside the fill port of the reservoir, indicating a user error occurred while filling the reservoir. Investigation of the device along with the data suggest that this finding did not affect the insulin delivery.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Patient did a correction shot and then changed the pod.